Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient inserted sensor into thigh. Patient did not calibrate according to user guide recommendations. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).